Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 30, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis a sensor replacement was approved due to sensor performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo raw data showed depressed signal and reference channels since sensor implant on (B)(6) 2025. This most likely contributed to the inaccuracies observed by the user. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report 29 april 2025. G3. Date received by the manufacturer? 29 april 2025. H6. Health effect -impact code updated to 4624. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.